Manufacturer narrative:
(B)(4). (B)(6). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A customer reported observing particulate matter in the cap of a uv flash prep kit. This was observed outside of patient use. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visual inspection of the returned device identified a small black particle on the disconnect cap. The size of the particle was found to be small enough that it would not be considered a defect per the product's specifications. The sub assembly lot number of the device's cap component was identified upon receipt of the device. A review of all batch record documents was performed with no issues noted during the manufacturing process of the cap. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The cause of the particulate matter could not be determined. Should additional relevant information become available, a supplemental report will be submitted.